Manufacturer narrative:
During inspection and testing, service found the water channel was clogged with foreign material due to insufficient reprocessing. In addition, the connecting tube was wrinkled 10mm from glue, the paint was peeling from the suction cylinder nut, switch 1 had a cut, there was play in the angulation, angulation was lower than standard, and there was a cut on the biopsy channel. The investigation is ongoing. Therefore; the root cause of the reported event cannot be determined at this time. However; if additional information becomes available this report will be supplemented accordingly. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.

Event description:
The customer reported the lens rinsing on the scope does not work properly. Additional details have been requested regarding the reported event. At this time, no additional information has been provided. The subject device was sent to an olympus service center for evaluation. During inspection and testing, the water channel was clogged with detergent or disinfectant solution. This report is being submitted for the malfunction found during evaluation (clogged channel). There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the investigation, possible causes may include the following: a) the nozzle was clogged with foreign material, such as body fluids/adhesive matter of chemicals used due to improper reprocessing after the previous procedure. B) fibrous lint came from cloths and/or paper towels used in reprocessing clogged. C) fragments of chemical solution cartridge or resin tube clogged. A definitive root cause cannot be identified. This issue is covered in the instructions for use: IFU (operation manual) states as follows, therefore the suggested event can be detected during the inspection prior to use. ¿3.8 inspection of the endoscopic system: inspection of the objective lens cleaning function¿ olympus will continue to monitor the field performance of this device.